Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, adapter showing bad connection while being inspected. Different adapter was used to resolve the issue. No patient involvement.